Event description:
The flexible tip of this guidewire broke into two pieces in the patient's bladder during a therapeutic ureteroscopy procedure. The detached segments were successfully retrieved and there were no patient complications involved. Another device was used to successfully complete the procedure.